Manufacturer narrative:
The event date of (B)(6) 2019 is an approximate date. Only the day is known.

Event description:
It was reported that there was an air leak in the cuff of the portex tubes blue line ultra (blu) tracheostomy tube. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was returned in used condition. The returned device was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The returned device was functional tested. The cuff of the returned device was inflated using a syringe and the product was submerged under water to detect any leakage. Leakage was observed coming out from a small tear in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.